Manufacturer narrative:
Investigation in progress pending the completion of the manufacturing paperwork review. Two 8mm x 15cm gore viabahn® endoprostheses were implanted for the treatment of a left popliteal artery aneurysm. We were unable to identify which gore viabahn® endoprosthesis involved the possible device fracture and a rip of the graft material. Lot number 04925292, MFR report # 2017233-2015-00127. Lot number 04884241, MFR report # 2017233-2015-00128.

Event description:
In (B)(6) 2007, gore viabahn® endoprostheses were used for the treatment of a left popliteal artery aneurysm (paa). In (B)(6) 2015, a duplex ultrasound follow up was performed when it appeared the aneurysm sac was filling. A possible device fracture and a rip of the graft material was observed in the most distally placed 8mm x 15cm device. Leakage into aneurysm sac was also observed. Another 8mm x15cm device was implanted to reline the distally placed 8mm x 15cm device. The patient was fine post procedure.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Two 2 jpeg images and a movie clip were returned and evaluated: there end of the devices are not seen in the images. There appears to be a disruption of the wire pattern of a device at approx. The level of ¿hunter¿s canal.¿ the movie clip included are screen shots from the movie file. There does not appear to be contrast outside of the device at the level of the disruption in wire pattern. The image quality does not allow for determination of location of devices. There is contrast outside of the vessel at the level of the femoral condyles. There appears to be contrast outside of the vessel at the level of the trifurcation, distal to the first branch.